Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol (device # 2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard /davol prefix plug (device # 2). An additional emdr was submitted to represent the bard /davol prefix plug (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 (device #1) the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2011 (device #2) the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged by the patients attorney that the patient had unspecified injuries and consultations with his medical providers. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008(device #1) the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2011 (device #2) the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged by the patient's attorney that the patient had unspecified injuries and consultations with his medical providers. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient addendum per additional information: on (B)(6) 2008 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a very large indirect inguinal hernia sac and was dissected free. A perfix plug (device #1) was placed in the preperitoneal space through the internal ring.¿ on (B)(6) 2011 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of extruded perfix plug (device #1) and implant of perfix plug (device #2). Per operative notes, ¿palpation of the hernia sac revealed hard palpable mass consistent with scar filled perfix plug (device #1) and the mesh was excised (device #1). An extra-large perfix plug (device #2) was sutured into the preperitoneal space.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol (device # 2)used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's recurrent left inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (catalog no., lot no., UDI no., expiry date), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.